Event description:
Consumer reports the pt using meter and obtaining a very high reading and was sent home from school. Retesting showed very erratic readings. Analysis run on clark error grid using mean avg. Reading (287) as ref. Point vs. Bd reading (174, 335, 352) yielded data points in the d range of the grid, outside acceptable limits.